Event description:
On april 14, 2026, senseonics became aware of an unsuccessful attempt to remove an expired sensor from an user.a new sensor was inserted in the same arm during the same appointment.it was also reported that the user failed to discontinue use of plavix prior to the procedure which resulted in increased bleeding during the procedure. A second attempt was made on (B)(6) 2026, in which the sensor was successfully removed.

Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2026. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, and does not require additional investigation.